Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the cine drive and hard drive. Replaced both the cine drive and hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system was unable to pull all the associated case images from the cine drive. When retrieving 31 images associated with the case, the system would retrieve 15 images and freeze up on 16. No patient injury was reported.